Manufacturer narrative:
Phone numbers: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pathology is consistent with silicon leak. Peri-implant fluid cytology noted 'benign with fluid containing inflammatory cells suggestive of a silicone granuloma."

Event description:
Patient reported "issue I'm having with my recalled allergan implants." Healthcare professional reported "pathology is consistent with silicon leak. Peri-implant fluid cytology noted 'benign with fluid containing inflammatory cells suggestive of a silicone granuloma." The device has been explanted and replaced.